Event description:
It was reported that after an insurance-related interruption in cgm availability, the user factory reset and re-setup the ilet, after which blood glucose readings were high on both fingerstick and the ilet, with the device indicating downward trend and insulin delivery sensations; no device component issues were identified and the device problem remained unclear due to insufficient information. Symptoms included hyperglycemia with reports consistent with dry mouth and increased urinary frequency. Outcomes included no health consequences or lasting impact, and glucose returned to range after follow-up. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to associate a device malfunction or specific component with the event. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.